Event description:
A caller reported an alarm with their tandem mobi cartridge. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support instructed them to remove the cartridge and administer a 9-unit bolus. The customer successfully reloaded the cartridge and resumed insulin delivery, although they mentioned they would lack additional supplies until later in the day.